Manufacturer narrative:
The reported field event of high voltage circuit damage was confirmed in the laboratory. Automated test failures and low hv impedance measurements indicated that the output circuitry of the device was damaged. The low voltage functionality was tested on the bench and using automated test equipment. All of the low voltage test specifications were normal. The cause of the field event was not determined.

Event description:
It was reported that the device was returned due to hv circuit damage during a shock at implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.